Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the most recent approval. Manufacturer's investigation conclusion: the reported event, of a damaged backup battery clip on the power module, was confirmed when the unit was evaluated by service depot. The backup battery clip on the returned cable assembly was broken. The plastic tab (shroud) on the positive terminal had broken off. The broken piece was missing. Also, the retention tab on the battery clip had broken off and was missing. The damage rendered the clip unusable ¿ as it was unable to stay on the battery properly. Several other items on the unit were damaged. The ac inlet retention latch feature on the bottom housing was damaged ¿ had partially broken off. The retention latch was not usable. The wrench symbol on the front membrane on the handle was gouged and punctured. The top layer (plastic) had been pierced but still in place. No components were exposed. The male ground terminal on the monitor connector was loose and not locked into the connector. The damaged parts on the power module (backup battery clip assembly, bottom housing, monitor cable assembly and front handle/membrane) were replaced. The unit was approximately 10 years old. The root cause of the damages were not determined in this investigation. The power module assembly (pn 103286) was built in aug 2011. The top assembly (pn 1340) was packaged and placed into inventory on sep 7, 2011. The unit was sent to the customer on sep 16, 2011. Service records were reviewed; the unit had no previous services. The battery clip cable assembly (pn 101821 lot # 20110919) was installed when the unit was built. The battery cable assembly (pn 101821) has since been replaced with the streamline backup battery cable assembly. Power module and system monitor setup, use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU), the heartmate ii lvas IFU and the heartmate power module instructions for use. Maintenance and replacement of the power module backup battery are addressed in the heartmate 3 lvas instructions for use, the heartmate ii lvas patient handbook and the heartmate power module instructions for use. Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU), and the heartmate ii lvas IFU. Disconnecting and reconnecting the backup battery in the power module is addressed in the heartmate 3 lvas IFU and the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module battery clip was broken. The unit was sent for repair.